Event description:
Pulmonary artery catheter inserted for monitoring of cardiac output during and after aortic valve replacement was defective - tried connecting it to multiple temperature cables and received message of "t blood sensor failed" with each one. Lot # 66225268unable to use monitor for intended use; invasive procedure performed with reduced benefit to patient.